Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. Further eval revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
During investigation, the pump dispensed insulin during the load cartridge phase.